Event description:
The customer stated that she wore the insulin pump during an MRI scan, and it subsequently alarmed motor error. No damage to the drive support cap noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.